Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. Additionally, it was noted that there was oversensed noise and damage to the insulation; therefore, a fracture was suspected. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. Additionally, it was noted that there was oversensed noise and damage to the insulation; therefore, a fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received detailed that this rv lead was scheduled to be replaced. No adverse patient effects were reported. Further details indicated that the device was explanted and successfully replaced. No additional adverse patient effects were reported.